Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that, approximately 30 days after a catheter revision or replacement, the catheter came out. The catheter was then replaced with a different model and was re-anchored. This event occurred a couple of years prior to this report. Troubleshooting/diagnostics, final patient outcome, and drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacture report # 3004209178-2014-22146 for information pertaining to the initial catheter revision or replacement.